Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was found fully inside the shaft. Hemostasis was achieved by compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and unknown vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed it was noted that the plug could not be released, the plug did not fall out of the exoseal vcd shaft upon removal from the patient, the plug was not found partially deployed or partially out of the shaft, the plug was found fully inside the shaft. The indicator wire was still visible when the device was removed. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient does not have a history of infectious diseases. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The patient's bmi was not greater than 40. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd)deployment difficulty unable" could not be confirmed and the cause for the reported event could not be determined. Handling factors are a possible cause since it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) was found fully inside the shaft. Hemostasis was achieved by compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and unknown vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed it was noted that the plug could not be released, the plug did not fall out of the exoseal vcd shaft upon removal from the patient, the plug was not found partially deployed or partially out of the shaft, the plug was found fully inside the shaft. The indicator wire was still visible when the device was removed. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient does not have a history of infectious diseases. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The patient's bmi was not greater than 40. Additional information was requested but not provided. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter was measured and compared. The results were within specification for the distal tip inner diameter (ID). The functional test could not be performed successfully since the device was clogged with blood residues. Attempts to clean the device with hydrogen peroxide in an ultrasonic bath were made, however they were unsuccessful. The internal mechanism was inspected, and no anomalies were found. The reported event by the customer as "vascular closure device (vcd) ¿ deployment difficulty - unable" was not confirmed, as the functional test could not be performed due to the clogged device. Dimensional analysis of the inner diameter at the delivery shaft distal tip was within specification. The internal mechanism of the unit was inspected, and no anomalies were found that could contribute with the deployment issue reported. The cause of the reported event could not be conclusively determined during analysis. Procedural, anatomical, and/or handling factors might have contributed to the condition reported, since it was reported that an antegrade approach was used. The device did not present any obvious indication of a manufacturing defect or anomaly that could contribute. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The product analysis does not suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was found fully inside the shaft. Hemostasis was achieved by compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and unknown vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed it was noted that the plug could not be released, the plug did not fall out of the exoseal vcd shaft upon removal from the patient, the plug was not found partially deployed or partially out of the shaft, the plug was found fully inside the shaft. The indicator wire was still visible when the device was removed. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient does not have a history of infectious diseases. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The patient's bmi was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.